Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI: (B)(4), serial: (B)(6), batch: a000050674.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
No intervention was taken on the lead with high impedances and the patient has effective therapy; therefore, this event is no longer considered to be reportable.

Event description:
Additional information indicates that no intervention was taken on the lead with high impedances and the patient has effective therapy; therefore, this event is no longer considered to be reportable.